Event description:
It was reported that the pt experienced a loose hip stem. Removed and replaced with restoration modular 28mm liner replaced. No discernible wear change to x-3 liner replaced with 36mm left hip.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.